Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot#: va1pl75, implanted: (B)(6) 2020 , explanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the effect of snm was not favorable enough, and had a removal procedure.